Event description:
The customer reported a monitor speaker malfunction. No patient harm was reported.

Manufacturer narrative:
(B)(4). The customer reported a monitor speaker malfunction. No patient harm was reported. This complaint is deemed reportable since philips does not have enough data to verify that there was no sound coming from the speaker. In an abundance of caution, we will report audio less even though a visual warning is provided and product labeling states: warning: never pause an audible alarm or decrease the alarm volume if this could compromise patient safety. Do not rely exclusively on the audible alarm system for patient monitoring. The most reliable method of patient monitoring requires correct operation of the monitor and close observation of the patient. Philips is in the process of obtaining additional information regarding this incident and the complaint is still under investigation. A final report will be submitted once the investigation is completed.